Event description:
The customer reported that the unit had an automatic startup. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the engineer found that the switch assembly was broken and needed to be replaced. The user found another channel to repair the unit. The device is back normal. The customer declined philips' service.